Manufacturer narrative:
The account found a damaged nurse call cable and cable assembly. The account replaced the nurse call cable assembly and communication cable to resolve the issue.

Event description:
The account alleged the nurse call system does not function. No pt impact.